Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication.

Event description:
Twelve patients experienced unspecified hardware failure (dbs leads n=12). No information on specific devices, patient symptoms, treatment or outcome was provided. Note: assume lead complications in the absence of specific device information.